Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, "hook creepage" was noted with the permanent cautery hook. There was no report of fragment(s) falling inside the patient. The procedure was completed with a backup da vinci instrument of the same kind, and there was no reported injury. Due to the alleged issue, the procedure was delayed by 10 minutes. On 24-august-2021, intuitive surgical, inc. (Isi) obtained the following additional information from the customer: the instrument was inspected prior to use. The customer reported that arcing of electrical energy had occurred during cauterization at the beginning of the surgery. The customer was utilizing the forcetriad generator to activate monopolar coag energy. The instrument tip was in contact with tissue when the event occurred. The surgical staff changed the cable and "negative plate" and suspected the instrument was the cause of the issue. The customer was also using a bipolar instrument at the time of the event. The instrument was not removed from the arm prior to the event. There was no report of a collision with another instrument or tool. The instrument tip did not touch any staples, clips or sutures while energized. The tip was not immersed in liquid or contaminated by carbonized tissue (bio debris) prior to activating the instrument. The patient has not returned to the hospital due to post-surgical complications. No information was provided pertaining to patient history and pre-existing medical conditions. No information was provided pertaining to tests and laboratory data specific to this incident. The customer is unable to release patient demographic information for this event.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the permanent cautery hook associated with this event; however, the evaluation is not yet complete. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted when the manufacturer's investigation is completed. A review of the site's complaint history does not reveal any related or duplicate complaints involving this product and/or this event. A review of the instrument log for the permanent cautery hook (470183-14/n11200601 0005) was performed. The instrument was last used on (B)(6) 2021 on system (B)(4). The instrument was not confirmed to be used on the provided event date of (B)(6) 2021. The instrument has 3 uses remaining. Based on the information provided at this time, this complaint is being reported due to the following conclusion: it was alleged that the instrument arced/sparked/smoked with no evidence or claim of user mishandling or misuse. The allegation could be related to the potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Manufacturer narrative:
D02, d11 - intuitive surgical, inc. (Isi) received the permanent cautery hook instrument involved with this complaint and completed the device evaluation. The reported event was confirmed through failure analysis investigation. Inspection identified thermal damage on the monopolar yaw pulley. This failure is most commonly caused by mishandling and misuse. Additional inspection found thermal damage on the conductor wire cap, distal clevis, and proximal clevis. These are also indicative of mishandling and misuse. The instrument was further investigated and found thermal damage on the distal clevis. The distal clevis was removed and internal inspection confirmed a compromised conductor wire insulation that exposed the internal wire within the wire cap located at the monopolar yaw pulley at the distal end with no confirmed weld damage and no missing material. The instrument was subjected to electrical continuity and passed. Lastly, the instrument grip cable was frayed. Both are attributed to a component failure. All the additional observations are related to the primary failure of thermal damage on the instrument monopolar yaw pulley.

Event description:
Refer to h10/h11 for follow-up information.